Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2008, that a microvasive rx locking device was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the physician was inserting the sphincterotome (manufacturer unk) into the microvasive rx locking device, "the white cotton material inside the cap dislodged into the [endo]scope and was very difficult to pull out. The material had to be pushed out of the [endo]scope." The procedure was completed with a second microvasive rx locking device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.